Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device, and it was determined that the device had a hole in the hose with an air leak and the device had a non-anspach hose on it. It was determined that due to the device being tampered with/unauthorized repair (user error), the testing was suspended due to safety concerns. However, it was observed that the hose was not crimped properly, there was hose damage, missing components, insufficient/low power, excessive noise, and moving parts of the device were not moving smoothly. It was further determined that the device failed diagnostic assessment for loctite assessment. Therefore, the reported condition of an air leak was confirmed. The assignable root cause for these conditions has been linked to an unauthorized repair which can be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that prior to the start of a surgical procedure it was observed that the motor device was leaking air. During in-house engineering evaluation it was determined that the device had insufficient/low power and was making excessive noise. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.